Event description:
There is another complaint about false positives. User is getting a lot of positive with the celltrion covid test (like 40%) and says he reached out to the company because some of those positives are showing negative with the pcr test results after. He asked if he can exchange the unopen boxes for the quidel brand, which seems to have worked better for him. He has 4-5 unopen boxes and will confirm with me the exact number in about an hour. The manufacturer did trend analysis and re-test for lot # "covgccm0008" 2022.01.24 through 2022.02.01 and it met the acceptance criteria so the performance of celltrion diatrust covid-19 rapid test ensured repeatability and reproducibility.